Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). The patient saw a healthcare professional (hcp) on (B)(6) 2016 and was told that the pump went into safe mode. With the pump in safe mode the patient went from 800mcg/day to 13mcg/day and the patient was having withdrawal symptoms because of that change. The hcp reset the pump and everything has been working fine since except that the pump has been dual beeping at random times since (B)(6) 2016. The patient had used the personal therapy manager (ptm) programmer and it did not show any alarm codes. Patient stated he had no symptoms and stated the ptm bolus was working. The patient¿s pump alarmed once every hour, and will be going to his hcp to follow up with the clinician programmer.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (22.5 mg/ml at 6.851 mg/day) and fentanyl (2600 mcg/ml at 799.2 mcg/day) with a 59.9 mg/bolus via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016, the patient reported that everything had been working fine until now. His next refill date was (B)(6) something in 2016. He was able to get a bolus at 6:15 am with his ptm (personal therapy manager). At 6:30 am, the pump started alarming. The ptm had an alarm date of (B)(6) 2000 with a four digit code of 8474 (pump reset). The patient stated that his skin was already crawling and he felt like crap. The symptoms started within less than 2.5 hours. The patient was going to follow-up with his hcp (healthcare professional).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.